Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during aquablation therapy and while the patient was in the operating room under anesthesia, during the priming phase, the initial aquabeam handpiece failed to reach the required power threshold of 100%. The surgeon attempted to resolve the issue by disconnecting and reconnecting the aquabeam handpiece multiple times. A second aquabeam handpiece was opened; however, the same issue occurred. A third aquabeam handpiece was utilized, which functioned as intended and allowed the procedure to be completed. The reported event caused a surgical delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The aquabeam handpiece was returned for investigation and tested on the e0053-05 qa test system. Priming was completed within 2 minutes and three docking cycles and an entire simulated aquablation session were performed successfully without triggering any errors. No issues were observed, and the handpiece functioned as expected. Handpiece piston delrin seal and inlet valve were observed under magnification. No deformations or cracks were observed. No signs of fluid ingress were observed on the sensor board and the encoder wheel. Root cause is undeterminable as reported failure mode could not be reproduced. A review of the device history record (DHR) for lot number 24c03138 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. Aquabeam robotic system instructions for use, us (ifu0101-00 rev e) was reviewed and it states: 8.14 sterile: ensure the aquabeam scope is fully advanced prior to priming. Press the ¿prime¿ button on the foot pedal or console and circle priming indicators (100% and 50%) will appear on the cpu. Press the [+] button on either the console or the motorpack to prime the aquabeam handpiece at 100% power level. Continue to press the [+] button until the 100% yellow indicator turns green. Release the [+] button while pressing the prime button until the 50% yellow indicator turns green. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.